Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and since the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. The customer resolved, the issue through troubleshooting. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor image was flickering on and off. The issue was found before an unknown procedure, which was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation; however, while troubleshooting with olympus technical assistance center (tac), an image was obtained after changing the channel and clearing the internal buffer. A supplemental report will be submitted if any additional information is provided by the user facility.